Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as stage one breakdown under the vibration box. There was no alleged device malfunction contributing to the irritation. The patient¿s home health nurse applied a bandage to the irritation. Outcome of the irritation is unknown.